Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Full event site name: (b)64) hospital. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse stated that the lcd screen was damaged on lower right sight by customer negligence. The fse replaced the lcd assembly and corrected lcd display failure. The iabp passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) display was flickering. The customer observed, white screen on the lower right side, no informational text. There was no patient involvement and no adverse event was reported.